Manufacturer narrative:
The company representative was unable to replicate the reported event of reflux issue. The company representative replaced a fluidics module as a preventative measure. The company representative was unable to confirm the reported event of video overlay issue. The customer clarified that they needed instructions on operating the video overlay function and were provided with guidance, which resolved the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 21, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event of video overlay issue can be attributed to the customer not following the directions for use (dfu); the system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that during a combined cataract extraction and vitrectomy surgery, the proportional reflux was not active in "retina doctor" settings and the video overlay was not functioning. The surgery was completed with no harm to the patient. This is the first of two reports for this facility.

Manufacturer narrative:
A fluidics module was received for evaluation the returned sample was not evaluated as it was replaced as a preventative measure only. The system was found to meet specifications. The root cause of the reported event can be attributed to the customer not following the directions for use (dfu). (B)(4).